Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (cannot run detect and treat) has been confirmed. Upon investigation, the belt was unable to complete essential performance testing. The electrode belt trunk cable connector was severed and missing. The root cause for the missing trunk cable connector was physical abuse. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor reported that a belt was unable to complete essential performance testing.